Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that since implantable pulse generator (ipg) implant the patient has been experiencing a "sensation" in their upper throat "like a blockage." The device has previously been reprogrammed which has slightly improved but not resolved the issue. The device remains in use. No further patient complications have been reported as a result of this event.